Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station, all telemetry patients went offline. There was no patient or user harm associated with this event.

Manufacturer narrative:
The network outage resolved on its own. A spacelabs healthcare field service engineer (fse) went on site and inspected the network hardware and spacelabs devices associated with the outage. The outage was confirmed, however cause of the outage could not be identified. The customer stated they've had no further issues. Cause of failure was not established.